Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the patient programmer (pp) being in icon mode was not determined. According to the patient, it was accidental if they did it. The patient was walked through changing the programmer display setting from icon mode back to text mode over the phone. According to the physician, the shocking/tingling was caused by the 8 second ramp time setting when turning on their therapy using the patient programmer. The side effects were halted by turning the device off. The patient's system was evaluated and impedances were within normal range. The side effects were avoided by turning on the ins at 0 volts and increasing the voltage to therapy settings by using the clinician programmer's built-in ramp function with a setting of 0.5 seconds per 0.1v step increase (total of 19.5 seconds). With this automatic, gradual increase, the patient experienced none of the previous side effects and had no complaints. In addition, the patient was reprogrammed to slightly lower settings on the left subthalamic nucleus (stn) due to facial tingling. The physician was unsure of the cause. They do not think it was stroke-related (no evidence of stroke). The physician said if it does not resolve in a couple weeks, they will reprogram the electrode configuration. The patient continues to have a dizzy feeling and slight facial tingling on (B)(6). No other actions were taken and none are planned.

Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient programmer (pp) was displaying information about the device in icon mode. They were turning the implantable neurostimulator (ins) off to determine if a tingling sensation that the patient was feeling was related to the stimulation. When they attempted to turn the stimulator off, the patient was not feeling the tingling sensation and did not have tremors. When the device was turned on, the patient felt a sudden shocking from their feet up through the body. They were not with the patient and indicated the patient did not report any falls. Icon mode was reviewed. They will follow up with the patient and physician.